Event description:
This report is being filed upon notification from our mr manufacturer in another country, to submit this event. Problem: pt had a mr procedure. Pt was scanned with the knee foot coil with the feet first into the magnet for an examination of the right knee. The cable was routed underneath the left leg (calf) and was isolated from the pt with a foam pad. Immediately after the examination a second degree burn with a 2 cm blister appeared on the left calf.

Manufacturer narrative:
Eval method: the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA. Eval results: the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA. Conclusions: the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA. Note: the indicated importer has received FDA exemption number to submit one FDA form 3500a to satisfy both the importer and manufacturer for the same event.